Event description:
It was reported that the tip of the arterial dilator was damaged, resulting in additional intervention. An enroute transcarotid neuroprotection system (nps) was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During initial access, there was resistance inserting the arterial sheath. The physician decided to re-access the vessel and noted that the tip of the arterial dilator was damaged (bent). A new arterial dilator was used to complete the procedure. No vessel damage was reported as a result of the damaged dilator tip.